Event description:
It was reported that a user of the ilet bionic pancreas experienced nocturnal low blood glucose after about one week of use and in one event recorded a nadir of 54 mg/dl for approximately 30 minutes, disconnected from the ilet, and treated with half a granola bar; the user asked about device adjustments and whether a factory reset would improve performance. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient, self-managed low glucose without medical intervention or hospitalization. Investigation included complaint intake, troubleshooting guidance, and user education. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.